Event description:
Device did not function as expected. Our trauma product manager has reported that during a demo, he placed the last blocked screw, into the hole of the plate. When our trauma product manager wanted to take out the screws, he could not separate it from the plate.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 5 events associated with this event type (device broke or disassembled during use) and product code (B) (6).